Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test, self test and force sensor test. The sleep current measurement and active current measurement within specifications. All buttons functioned properly. No damage in the keypad assembly noted. The connector on electrical board was inspected and properly connected. No unexpected missing segments or partial display anomaly noted. The device was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor glucose value of 56 mg/dl and blood glucose level of 58 mg/dl, which they treated with food. The customer also added that they were not getting micro bolus and that their blood glucose level went up to 400 mg/dl. The customer treated the high with bolus. The customer also added that they insulin pump was knocked out of a counter and that they had an x-ray with the insulin pump on. Troubleshooting for damage was performed. The customer stated that they saw missing segments during the self-test, but the insulin pump passed the test. The customer added that they received two stuck button alarms. Troubleshooting for the low blood glucose, high blood glucose, and stuck button was declined. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.